Event description:
Per the clinic, the patient experienced a performance decrement with device use due to partial extrusion of the electrode array. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (b)(60 2013, and the patient was reimplanted with a new device during the same surgery. This report is filed october 9, 2013. Device not yet received by the manufacturer.

Manufacturer narrative:
This report is filed february 5, 2014.